Event description:
The customer reported a black screen during set-up, prior to use, involving an olympus high flow insufflation unit. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.